Event description:
The hospital reported that during the endoscopic vein harvesting procedure the scissors did not cauterize. The surgeon used a replacement unit to finish the case. No patient impact was reported.